Event description:
It was further reported that the left ventricular (lv) lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the lead integrity alert (lia) was triggered for the left ventricular (lv) lead due to high impedance measurements of greater than 3000 ohms. A possible lead fracture is suspected. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst noted the left ventricular (lv) lead pace impedance was steady at 400 ohms through (B)(4) 2014. The impedance rose out of range greater than 3000 ohms on (B)(4) 2014, and dropped back to 500 ohms in the following weeks.